Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee prosthesis (total knee replacement) surgery the outer teeth of the saw blades ar-600-012s (lot: 089328) broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
. The complaint allegation was confirmed. One unpackaged ar-600-012s, arthrex power system 600, 105 x 19 x 1.27 mm sagittal saw blade for arthrex 600, batch 089328, was received for evaluation. Upon visual inspection, a tooth was found to be broken off. Additionally, it was noted that damage, such as bends and nicks, was on the other teeth. A functional test was not performed because the mating part was not available for testing. The most likely cause of the reported failure is user error, including excessive side-loading, jamming, leveraging, and bending. Directions for use dfu-0199-eo revision 0, saw blades for arthrex 600 and arthrex 300 power systems. Improper use may damage tissue and may lead to premature wear, destruction of the instruments, and injury to the operator, patient, or other persons. B. Proper use jamming, leverage and bending of the saw blade must be avoided while in the template. Otherwise, the saw blade or template will be overheated, which leads to jamming of the saw blade or thermal necrosis, or even the risk of fracture.